Manufacturer narrative:
The user guide instructs the user not to make treatment decisions based solely on cgm readings, and that bg values must be confirmed with finger-stick readings prior to making treatment decisions. The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for low blood glucose (bg) of 28mg/dl with dizziness, lightheadedness, and fainting. The patient was reportedly driving when symptoms began, and stopped at a rest area due to dizziness and exhaustion. Once the patient had stopped at the rest area, the patient reportedly passed out and was found by a patrol officer, which called an ambulance. The patient¿s bg in the ambulance was reportedly 28 mg/dl. The patient was reportedly discharged from the hospital the following day, (B)(6) 2016. A review of the pump histories indicated that on (B)(6) 2016 the patient made three corrective boluses: 1.1 units at 11:00, 1.6 units at 12:00, and 1.5 units at 14:00. These boluses were reportedly delivered based solely on continuous glucose monitor (cgm) readings and were not confirmed with finger-stick bg values. Cgm readings in the previous hours were elevated, as the cgm was alarming for bg over 260 mg/dl on the day of the event at the following times per the cgm history: 05:45. 10:20. 11:20. 11:30. 12:45, 13:45. The patient reportedly did not confirm these readings by checking bg with a bg meter. Troubleshooting indicated that all pump settings and histories were correct and the pump was delivering as programmed. The user was advised that it is necessary to confirm bg values prior to taking any treatment and that treatment decisions cannot be made solely based on cgm readings. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with use error of the pump.